Event description:
It was reported, to medtronic minimed. That the customer, experienced an insulin delivery suspended, due to the sensor glucose vs blood glucose difference. The cannula was bent, and the infusion set was not inserting properly. The customer reported, blood glucose values of 365 mg/dl. The customer reported, hyperglycemia. Treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-1884l, mmt-7040a, mmt-397a and mmt-305qs. Troubleshooting was partially performed. And the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. It was unknown, whether the customer will continue using the device, and no product return is required for mmt-1884l, no product return is required for mmt-7040a. Product return was requested for mmt-397a. The customer will discontinue using the device. And the customer response was, that the device will be returned. Product return was requested for mmt-305qs. The customer will discontinue using the device. And the customer response was, that the device will be returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.